Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, while attempting to cut and cauterize tissue with the monopolar curved scissor (mcs) instrument, the fenestrated bipolar forceps (fbf) instrument was inadvertently activated while grasping adipose and membranous tissue. There was no bleeding or injury to the patient due to the inadvertent energy activation and the green monopolar and blue bipolar cables were appropriately plugged in and connected to the instruments. The surgeon stated the mcs and fbe instruments were in close proximity, and then he moved the mcs instrument away and pressed the right blue pedal at the surgeon side console (ssc) to activate and cauterize; but the fbf instrument was activated. The surgeon continued with the procedure, by refraining from grasping important tissue with the fbf instrument and made sure that the monopolar and bipolar instruments were not in close proximity. The surgeon believes the cause may be the erbe generator, since this issue has been a recurring problem over the past 12 months, with no known procedure dates on the same system. There was no arcing observed. No damage was observed on the mcs tip cover accessory which was reportedly installed correctly on the mcs instrument.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the inadvertent energy activation was due to the erbe generator. Intuitive surgical, inc (isi) did not receive any products that were used during this reported event; therefore, failure analysis investigations could not be performed. A review of the instrument log for the fenestrated bipolar forceps (fbf) instrument (product number: 471205, lot number: k13231220-0203) associated with this event was performed; the instrument was used again on 03-jun-2024 on system sk5825 and had 7 uses remaining after last use. A review of the instrument log for the monopolar curved scissor (mcs) instrument (product number: 470179, lot number: k16230427-0041) associated with this event was performed; the instrument was last used on 23-may-2024 on system sk5825 and had 0 uses remaining after last use. A review of a video clip regarding the reported event was conducted by an intuitive surgical, inc. (Isi) clinical development engineer (cde) and the following additional information was provided: energy delivery on the fbf instrument while the mcs instrument was activated was confirmed. The instruments were pretty close to each other and given other factors such as energy settings, this may cause stray cautery to occur. The da vinci instruments and accessories user manual advises against use of monopolar and bipolar instruments in close proximity when energy is being activated, and also advises users to use the lowest possible energy settings for a given surgical task to avoid unintended delivery of energy.